Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out across all pico 7 products under the lot number provided, there have been no further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that there was issues creating a sufficient seal due to the patient¿s skin condition. It was also reported that blistering of the skin was experienced. As no samples were returned we were unable to carry a visual and functional analysis. A clinical assessment was carried out. It was concluded: this is a patient who submitted a complaint regarding a pico dressing. No supporting clinical/ medical documents have been provided after several attempts. Without supporting clinical/ medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A risk assessment review was carried into this product. The risk files contain inability to seal edges of dressing leading to maceration, delayed wound healing and local infection. Also stated is the event of the dressing being left in place after a build-up of exudate or leakage leading to dehiscence of the wound. Without a supporting clinical/ medical documents a link cannot be made directly to the patient condition (ehlers danlos) however complaints data will continue to be monitored for failure modes relating to this. As stated in the IFU for this product, ¿if pain, reddening, odour, sensitisation or a sudden change in the volume or colour of wound fluid occurs during use, contact your healthcare professional.¿ should any adverse reactions be observed immediate, appropriate actions should be taken at the healthcare professional¿s discretion. On this occasion we have not been able to confirm a relationship between the reported event and the device or identify a root cause. Should further information become available this case may be reopened and reevaluated. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device saturated wound instead of keeping it dry causing it to start to breakdown also blistered the skin and wouldn't sell to the skin for long due to the dog ehlers danlos skin.